Manufacturer narrative:
H11: livanova deutschland manufactures the essenz cpd. A livanova field service engineer was dispatched the customer and log and low levelbubble sensor log were obtained. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, at the end of the procedure, after having recovered patient blood still inside the artery line, the essenz centrifugal pump blocked at 1400 rpm sped and dit not allow the operator to bring it to 0 rpm. Operator overcome the problem after several attempts. There is no report of any patient injury.